Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11703. It was reported, the patient had lost stimulation on one side of her body, and the lead had not migrated. The physician opted the replace the lead and the ipg. It was reported, the patient received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.